Event description:
It was reported that the user experienced recurrent hypoglycemia with multiple daily ¿crashes¿ while using the ilet, with contributing factors including not announcing meals and announcing meals as ¿less than¿ despite usual meal sizes; field reports were reviewed and additional training was attempted but the training link could not be generated, so escalation to longer training was planned. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included temporary impairment that required intervention with oral carbohydrates and user education. Investigation included review of device use reports and troubleshooting with user education. Investigation of this case revealed use-related issues related to meal announcement practices; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.